Manufacturer narrative:
MDR 2517506-2018-00177 was also filed for the same customer inquiry. The customer contacted the siemens customer care center for the discordant, imprecise (k) result on the dimension vista instrument. Siemens headquarters support center (hsc) has completed the investigation of the incident. Hsc evaluated the data provided. The cause of the discrepant imprecise k result cannot be confirmed; however, it is specific to the patient. No product problem has been identified. Qc was within range at the time of testing. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, imprecise potassium (k) result was obtained on a patient sample on the dimension vista 500 instrument. The result was reported. There are no reports of patient intervention or adverse health consequences due to the discordant, imprecise potassium result.